Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was received and evaluated for the complaint regarding the needle button released event. Device # 048937-a was received with the needle release button in the unlock position. The needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that the needle released on its own today approximately one hour ago.